Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of serious injury as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Date of event: (B)(6) 2015. (B)(4).

Event description:
It was reported the end user experienced difficulty removing the skin barrier after four days of wear time. This has occurred with the last two boxes of skin barriers he has used. The end user allegedly developed two areas of peristomal redness under the skin barrier as a result. The redness has persisted for approximately one month. The end user was provided with instruction on proper cleansing techniques and was encouraged to extend the skin barrier wear time. No further complications were reported as a result of this event.